Manufacturer narrative:
After the observed powder rising, the employee initiated a system 1e processing cycle which completed successfully. A few minutes later, the employee's arm began to itch and the employee sought treatment at the facility's ER. The user facility's ER contacted steris for the msds. Steris instructed the user facility to have the employee rinse their arm with water for 45 minutes. The employee was diagnosed with skin dermatitis; the redness and bumps began to lessen after an hour. The employee subject of the reported event was not wearing proper ppe. The system 1e operator manual states (pp.1-3), "appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." The s40 sterilant concentrate labeling states: "caution: appropriate person protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles, or face shield, and any other protection required by facility procedures." Steris advised the user facility of the importance of wearing proper ppe.

Event description:
Upon inserting an s40 sterilant container to start a system 1e processing cycle, an employee observed powder rising from the s40 sterilant container which subsequently made contact with their arm. The employee rinsed their arm under water and sought medical treatment at the facility's ER.